Manufacturer narrative:
According to the hill-rom field investigation there was no failure with the device. The blower output is less than 1 p.s.I.

Event description:
The patient's son alleged that his dad used the vest a couple of times and began to complain of back discomfort. It is alleged that the vest caused vertebral fractures. The patient had a MRI performed which revealed osteoporosis. The patient allegedly did not have a history of osteoporosis or osteopenia before the use of the vest. The son was unsure of the date of onset for back pain or the setting on the vest.